Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a moderately calcified vessel. A 5.0x30x135cm express ld biliary stent was selected for use. However, during preparation, the stent detached from the balloon before it was placed into patient. The procedure was completed with a different device. No patient complications were reported.